Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 115 mg/dl and the sensor glucose was 60 mg/dl at the time of the incident. Calibration techniques were reviewed with customer. Customer confirmed that she was not aware with sensor best practice. Customer was advised to calibrate using the advised tips, monitor and call back if issue persisted. No further details given. The sensor will not be returned for analysis.